Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign materials were found inside the sterile package.

Manufacturer narrative:
Alleged failure: it was reported that adhesive residue was noted at different points on the tubing after the product was opened, before it was dispensed onto the sterile field. Ahs mdip reference number (ID): (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign materials were found inside the sterile package.